Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported the device stopped charging properly, therefore the patient has not used their device in a long time. Patient stated the device did not function at all or charge anymore. Patient further clarified the neurostimulator (ins) would not take a charge and then stated the ins would charge partially, but not much. Patient stated their healthcare provider (hcp) told them about a recall, but did not provide details and told the patient to call the manufacturer. Patient services (pss) reviewed recall information from 2016. Patient stated patient believed this recall was referring to patient's device due to ins not charging properly. Patient was wondering if the device would be covered due to the recall. Pss reviewed analysis process and recommended when/if ins is removed patient should discuss with hcp to request return mailer kit for further analysis. Patient reported this began about a year and a half after implant. No further complications were reported/anticipated.